Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to cardiac arrest on (B)(6) 2023. The events leading up to death were unclear. Log files were submitted for evaluation. The patient was having low flow, driveline disconnect, pump off, and replace backup battery alarms. Log file review showed data from (B)(6) 2023 to (B)(6) 2023. The data indicated that the patient had not connected to power module/mpu power during this history. This indicated the patient was sleeping on battery power. On (B)(6) 2023, at 23:58:20, a backup battery fault was recorded. This event appears to have occurred after the system controller attempted a load test. The data indicated that several power source exchanges were made from batteries that were charged at different power levels. On (B)(6) 2023 at 1:03:44, a driveline disconnect event was recorded. Motor speeds was reduced to 0 rpms. A backup battery fault was active. (B)(6) 2023 at 5:45:58, the data indicated that the driveline was then reconnected to this system controller. Pump speed was returned to the set speed of 5400 rpms. A backup battery fault was still active. On (B)(6) 2023 at 6:52:51, another driveline disconnect event was recorded. Motor speeds is reduced to 0 rpms. On (B)(6) 2023 at 6:52:51, external power was removed from the system controller. On (B)(6) 2023 at 6:56:57, a system controller shutdown sequence was started. Related pump is reported under MFR#: 2916596-2023-03492.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of backup battery fault, driveline disconnect, and no external power alarms were confirmed during review of the submitted and downloaded log files, collectively containing approximately 5 days of information (25may2023 to 30may2023). At 23:58:20 on 29may2023, a backup battery fault alarm was observed due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm persisted throughout the remainder of the data. At 1:03:44 on 30may2023, the driveline was disconnected from the controller, stopping the pump and activating a driveline disconnect alarm. The driveline was reconnected to the controller at 5:45:52 of the same day. Within a few seconds, the pump returned to a speed above the low speed limit. Approximately an hour later at 6:44:20, both power cables were simultaneously disconnected from external sources, activating a no external power alarm. The ebb provided power to the pump despite the backup battery fault alarm still being active. At 6:52:51, the driveline was disconnected, and the controller was shut down a few minutes later at 6:56:57. During the investigation there was an incidental finding of a no external power alarm that occurred at 23:50:44 on 29may2023. This alarm activated due to the user simultaneously disconnecting both power cables while performing a power source exchange. During functional testing of the returned heartmate 3 system controller (serial number: (B)(6)), atypical alarms were not able to be reproduced. The controller performed as intended throughout all testing procedures and supported a pump for an extended period of time without issue. The root cause of the observed backup battery fault and driveline disconnect alarms could not be conclusively determined through this analysis. The root cause of the observed no external power alarm appeared to be the user simultaneously disconnecting both power cables from external sources. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault, driveline disconnect, and no external power conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.